Manufacturer narrative:
Correction to brand name, common device name, model #, lot #, g5 PMA/510(k) #, (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred during the prime step while performing the prime/fill cannula function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. A review of the available black box data showed no alarms related to the complaint. During testing, the pump was able to successfully complete a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.